Event description:
Reportedly, the ta handle was squeezed one full squeeze and stayed locked as though it fired. When the surgeon tested the lung, air passed through as, the surgeon reports, no staples deployed. The surgeon used another ta instrument to complete to procedure without any adverse affects to the pt.